Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately five weeks post vena cava filter deployment, during a filter retrieval procedure, imaging identified thrombus and/or embolus in the filter. Approximately seven years and eight months post filter deployment, computed tomography demonstrated bilateral pulmonary emboli. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient experienced bleeding. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later post filter deployment, vena cavogram was performed which showed through the internal jugular vein approach, a sheath was placed down just above the vena cava filter and a vena cavogram was completed revealing thrombus or embolus in the vena cava filter. The sheath was then removed, and pressure was held until bleeding stopped in the neck. After seven year and seven months, the patient reportedly experienced chest pain, computed tomography angiogram scan of chest was performed. Impression given: acute bilateral pulmonary emboli. After two years and six months, computed tomography of abdomen without contrast was performed which showed inferior vena cava filter was found with several of the prongs extending through the wall of the inferior vena cava filter. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and retrieval difficulties. However, the investigation is inconclusive for the alleged filter detachment. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated for a history of pulmonary embolism and upcoming bariatric surgery. Access was gained into the right common femoral vein. Using seldinger technique, vena cavagram identified the renal veins to be entering the ivc at l1. The filter was deployed infrarenal with the filter feet at the inferior boarder of l2. Post-placement vena cavagram demonstrated the filter apex to be slightly to the right. The patient tolerated the procedure well. Approximately five weeks post filter deployment, the patient presented for removal of the filter. The patient¿s neck was prepped and draped in the usual sterile fashion. Ultrasound guidance was used to guide needle placement into the internal jugular vein. A sheath was advanced just above the filter. Vena cavagram performed identified thrombus or embolus in the filter. The decision was made to leave the filter in place with recommendation for the patient to return in three months. The sheath was removed and pressure held until hemostasis was achieved. Approximately seven years eight months post filter deployment, CT angiogram of the chest for shortness of breath, cough and chest pain revealed acute bilateral pulmonary emboli. The filter was not mentioned in the CT angiogram report. The patient was discharged eight days later. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed for history of pe in a patient pending bariatric surgery. Five weeks post filter deployment, during a scheduled retrieval, thrombus or embolus was identified in the filter. The filter was left in place with recommendation for removal three months later. Seven years and eight months post filter deployment, acute bilateral pulmonary emboli was identified in a CT angiogram however there was no mention of the filter being in place. Based on the medical records, the investigation can be confirmed for the patient having pe after filter deployment. However, the original location of the pe could not be confirmed. Additionally, it is unknown if the filter was still implanted during the time when the pe was discovered. Therefore, the overall investigation is inconclusive for any potential deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: snf/rnf: recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombus passed through the filter or via collateral means. G2/g2 express/g2x. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessel the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately five weeks post vena cava filter deployment, during a filter retrieval procedure, imaging identified thrombus and/or embolus in the filter. There were no retrieval attempts made and the filter was left in place. Approximately seven years eight months post filter deployment, CT demonstrated bilateral pulmonary emboli. No additional information was provided in the medical records regarding the status of the filter.

Event description:
Medical records were received and reviewed. Approximately five weeks post vena cava filter deployment, during a filter retrieval procedure, imaging identified thrombus and/or embolus in the filter. There were no retrieval attempts made and the filter was left in place. Approximately seven years eight months post filter deployment, CT demonstrated bilateral pulmonary emboli. No additional information was provided in the medical records regarding the status of the filter. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient had a blood clot in the ivc filter. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient experienced bleeding. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five weeks post filter deployment, venacavogram performed during attempted ivc filter retrieval revealed thrombus or embolus in the vena cava filter. The filter was left in place with recommendation for removal three months later; however, no records are found to confirm if this was done. Approximately seven years and eight month post filter deployment, a CT of the chest revealed an acute bilateral pulmonary emboli. Therefore, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. The investigation is inconclusive for limb detachment and retrieval difficulties based on the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: snf: the current IFU (instructions for use) states: potential complications: recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombus passed through the filter or via collateral means. Rnf: the current IFU (instructions for use) states: potential complications: recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombus passed through the filter or via collateral means. Report source: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessel a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.